Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of the returned product from the customer was performed. Visual inspection of the sample noted that the over-molded tip was missing; however, the machined metal tip remained intact. This product is purchased fully packaged from a supplier, so the supplier provided input to the investigation. The supplier reviewed all the manufacturing documentation and inspections conducted, and the lot of product associated with this issue passed all the required inspections. The root cause of the issue is unknown since the review of the process, tooling, and lot documentation indicates that the product was made per the current approved processes and procedures.

Manufacturer narrative:
This product is purchased fully packaged from a supplier. The supplier's investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the tip of cleaner came off when using it for a d-clot.